Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a check patient line (cpl) alarm was not confirmed in the lab due to lack of sample. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted global technical service (gts) regarding a check patient line alarm that appeared on the home choice (hc) during initial drain. The care giver (cg) stated that there was air in the patient line. Gts recommended that the cg end therapy and start over with new supplies. Gts then walked the cg through the ending therapy early procedure. There was no serious injury or medical intervention indicated at the time of the initial report. During follow up, the home patient (hp) stated that his wife was assisting him with set up. The hp stated that when they hooked up one bag, the line went in and came back out (addressed in a separate complaint). The hp stated that they continued with therapy. The hp said that therapy was going okay.